Manufacturer narrative:
Additional information: device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: unknown/ not provided. Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted form the patient's right eye due to unexpected post-op refraction. It was stated that the patient could not see distance. The explanted lens was replaced with a different model preloaded lens, dcb00. There was no other surgical or medical interventions required. The patient is reported to be doing well so far. No other information was provided.